Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, with a planned blood flow of 6.5 lpm (due the bmi) and a gas flow at the end of extracorporeal circulation (ecc) of 10 lpm. Towards the end of the ecc (length 149 min) condensate accumulates in the oxygenator chamber, and the water level reaches the white porous part inside. The oxygenator was full of water up to the side outlet. A large drop of water filled the entire outflow / blocked outflow. Product was not changed out. Procedure completed successfully.